Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an altitude alarm. Reportedly, the customer changed the cartridge and was able to successfully resume insulin delivery. In addition, it was reported that the touchscreen was unresponsive to presses on the unlock screen. Reportedly, the customer was able to turn the screen off and back on again, and the screen responded to presses. During troubleshooting with tandem technical support the screen was functioning as intended. Customer had elevated blood glucose (bg) levels (267 mg/dl). Customer delivered a bolus to address elevated bg levels.